Manufacturer narrative:
The technician found the head up valve was sticking. The technician replaced the valve to repair the bed.

Event description:
The account alleged the head section of the bed will not raise or lower.